Event description:
It was reported that during surgery the tip of the product was broken. All parts were retrieved from the pt. No adverse consequences were reported. Another item was available and surgery was completed.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.